Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, when the surgeon exchanged the instrument, they frequently found gas leakage in the trocar entry. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).. Date sent: 5/13/2010. After several requests, the device was not received for analysis.